Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 474 mg/dl. It also stated that they received no delivery alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Pump passed self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Pump was tested with no back light anomaly noted. Pump received with cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.